Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Additional info has been requested, but none has been received to date. (B)(4).

Event description:
A nurse reported two to three pts had a post-operative infection, following intraocular lens (iol) implant procedures. The reason for the infection is unk at this time. The pts info is unk at this time. Additional info has been requested, but none has been received to date. There are two med device reports associated with this event. This report is associated with iol.